Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of sys error 105 through the history log, but could not reproduce it. Physical inspection found motor t be seizing, the seizing motor is a known contributor to the sys error 105. The motor assembly was replaced.

Event description:
It was reported that a pump alarmed sys error 105. It was also reported that there was no pt involvement.